Event description:
It was reported that the customer was hospitalized due to hyperglycemia, pneumonia, and a heart attack. The customer's blood glucose reading was 1700 mg/dl at the time of the event. The customer stated that the reservoir was completely empty. The customer was not aware that the reservoir was completely empty until after the event. The customer was using a quick-set. Troubleshooting could not be performed at the time of the report. The customer was advised to call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.